Manufacturer narrative:
Device evaluation: the returned magec rod was visually inspected and no damage was found. Score marks observed on the distraction rod that confirmed the distraction rod was extended approximately 5 mm from its initial position. X-ray images of the internal components showed no damage and revealed the rod was partially distracted. The rod was functionally tested and was able to distract and retract with the electronic remote controller and manual distractor. The length as received was measured at 209.45 mm. The minimum and maximum lengths were measured at 235.30 mm and 206.43 mm respectively; giving a total stroke measurement of 28.87mm, which meet the specification. Distraction force testing was measured at 45.2lbs, which meets the specification. The reported failure mode was unable to be confirmed as the rod was fully functional and met acceptance test specifications. The surgeon mentioned the possibility that the rods would not distract due to a deformity that formed at the bottom of the construct; this may be a contributing factor in the reported event. Device records review: review of the device history record for the rods confirmed that they met all of the required quality inspections prior to release.

Event description:
No additional information was provided.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that the rod could not be distracted. As per the reporter, the construct appeared to be failing distally. No patient adverse event was reported.